Event description:
Post-op pt was to receive demeral 10mg for loading dose. After loading dose was given, pt became lethargic, resp rate decreased, pulse 0x-77% narcon. 4mg IV given, 02 applied - pt responded quickly. No long term effect known at this time. Pt stable on 5/2.